Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. Reportedly, the customer had been using their pump supplies for more than 3 days. The customer's blood glucose level was in the mid 400's mg/dl range. A supply change was performed resolving the occlusion.